Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The rse worked with the biomed and identified that the 1-phase uninterruptible power supply (ups) was defective. To resolve the issue, the biomed bypassed the 1-phase ups. The system was returned to use in good working order and ready for clinical use. The reported issue is related to medical device correction z-2502-2025. The correction is planned to be implemented on the system. The codes were updated based on the investigation outcomes.